Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental report submitted to update report with product investigation conclusion. Following fields were updated: if follow-up, what type? (H2); if remedial action initiated, type (h7), additional MFR narrative (h11).

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device was explanted and returned for analysis. No adverse patient effects were reported.